Manufacturer narrative:
This is one of two products involved in the same pt reported under manufacturing numbers 3003742446-2007-00222 and 3003742446-2007-00223. Additional info will be submitted within thirty days upon receipt.

Event description:
Two cypher stents with unknown lot number and catalogue numbers were associated with instent restenosis five months after implantation. Indication for stenting was acute myocardial infarction. One stent was implanted in the proximal left anterior descending coronary artery at 18 atms. The lesion was de novo, 3.5mm wide and 15mm long with 80% stenosis. The other stent was implanted in the mid right coronary artery at 18 atms. The lesion was 3.5mm in diameter and 10mm long with 90% stenosis. Both vessels were described as de novo native vessels, both with type c classification. Prior to implantation of both stents, predilatation was conducted at 18 atms with a 3.0mm x 18mm unknown balloon. Post dilatation was not conducted, but intravascular ultrasound was conducted. Residual stenosis after implantations of both stents were zero, timi flow before and after the procedure were 3 and 3. Five months later, the female pt presented at the hosp with instent restenosis at the mid right coronary artery and was treated with a 3.5mm x 16mm taxus express.